Event description:
The physician claims that during an aortic dissection procedure, two holes were observed on the hemashield graft, measuring approximately 1mm in diameter, which began bleeding after the physician sutured the graft. The physician sutured the holes to cease the bleeding. It was reported that the procedure was delayed 10 minutes due to this event. It was also reported that the pt's post operative condition is good.

Manufacturer narrative:
Being investigated. The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. (B) (4)